Manufacturer narrative:
As of this date, the device has not been returned for evaluation. Once (B)(4) receives and evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a spine surgery, it was observed that the motor device "would not hold a burr" and "would not fully seat in the foot pedal device." There was a ten minute delay in surgery and an identical spare device was available for use. There was no patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.